Event description:
The user facility reported that an employee was cleaning up rapicide that had leaked from their dsd edge endoscope reprocessing system onto the floor and experienced discoloration a burning sensation to their left hand. The employee washed their hands with water and continued working.

Manufacturer narrative:
Following the reported event, a steris service technician inspected the unit and found that an elbow fitting required tightening. As the elbow fitting was loose, this allowed rapicide to leak from the unit and onto the floor. The employee subject of the reported event was in the process of removing towels from the area that had been used to clean up the rapicide. During the cleanup, the employee was not wearing gloves and experienced the discoloration. The operator manual states, "warning! To avoid biological contamination and/or chemical burns, always wear appropriate personal protective equipment when handling endoscopes or disinfectant solutions." "Warning! Avoid possible chemical burns. Always wear personal protective equipment (gloves, goggles) when handling disinfectant." The technician tightened the elbow fitting, ran a test cycle, confirmed the unit to be operating to specification and returned it to service. The technician counseled user facility personnel on the importance of wearing personal protective equipment, specifically gloves. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Manufacturer narrative:
Following the initial reported event, a steris account manager was informed by user facility personnel that the employee also experienced shortness of breath and a "feeling of a tight airway" in addition to the discoloration and burning sensation to their left hand. The employee washed their hands with water and continued working. No additional issues have been reported.